Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the battery cap was not returned. All testing performed with a test battery cap. Test battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Two low battery warnings and two replace battery alarms observed in black box. Evidence of a partially discharged battery being installed observed in black box on 5/5/2014. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.